Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013, due to pain and complications with the tibial tray. During the procedure, surgeon noted black debris. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.